Event description:
During a demonstration for customers, the company representative observed that the display of the iabp went black and stopped pumping. This occurred when the iabp console was running on dc power and the iabp was dismounted from the cart which was connected to an ac power source. After this event, when the iabp console was mounted to the cart while powered on, the iabp shut down. The company representative was unsuccessful in restarting the iabp although he tried to reboot it several times. Thirty minutes after the shut down, the company representative successfully rebooted the iabp. No pt was involved.

Manufacturer narrative:
We have initiated an investigation of this report. The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The iabp is being evaluated by a company service representative. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).